Event description:
During laparoscopic robotic assisted surgery, an irregular piece of black silicone sheet was noted on the patient's bowel. (Patient had never had abdominal surgery before.) It was removed from the patient and identified as part of the seal to the 12mm trocars used during the procedure. A search was done and no other parts of the trocars were found inside of the patient.